Manufacturer narrative:
The reported event involving a pump module(s) ¿that the while infusing kvo, the alarm volume is too low to hear¿ could not be confirmed. The source device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement

Event description:
It was reported that the while infusing kvo, the alarm volume is too low to hear. There was no report that the event caused patient harm.